Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 9.5 cm thoracic aortic aneurysm in zone 2 and zone 4 approximately 58 months ago. Vessel morphology was reported as the aorta diameter (2 cm proximal to aneurysm) was 35 mm in diameter and the aorta diameter (2 cm distal to the aneurysm) was 37 mm in diameter. There was moderate calcification in the iliac artery, distal and proximal necks and there was no thrombus. It was also reported the patient had an unknown type of endoleak that was repaired with two stent grafts from another manufacturer's proximal and distal. There was an operative report indicating a contained rupture and possible type iii endoleak. There was also a type 1 endoleak that was repaired on one year post index procedure using a valiant stent graft. The investigator assessed this to be device related. There is aneurysm expansion reported and the device relationship is unknown. It was reported that the patient expired and the cause of death is unknown. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (rupture, endoleak, death) other (unknown cause of endoleak) evaluation codes, conclusion: other (unknown cause of endoleak).